Event description:
It was reported that the patient was experiencing discomfort at the ipg site. The patient underwent an ipg replacement procedure for therapy upgrade also and was doing well postoperatively. The explanted device was discarded by the facility.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.